Event description:
It was reported that the patient's body temperature dropped to 32.8 while the target body temperature was 33.5 during use, but the water temperature did not rise. The pad used was a cooling pad for newborn babies and additional general-purpose type with a flow rate of 0.5 l/min, so it was determined that the heater was not turned on. The user tried removing and replacing the pad, but there was no improvement. The flow rate was normalized when the pad was replaced with an unused pad for an adult. Since there were no pads for newborn babies in stock, the pad for adults was placed on the bed and continued to be used.

Manufacturer narrative:
The reported event was confirmed - design related. Visual inspection noted one neonatal artic gel pad was received. Visual evaluation noted the tubing with the connection line pointing to the exterior of the pad was kinked on return which makes this sample applicable to CAPA 1682642. This fails to meet specifications stating 'there should be no bends in the tube that reduce the internal diameter of the hose'. Although lot number is unknown, confirmed visually that this neonatal pad has the pre-CAPA design. Root cause #1: diet task analysis filled out incorrectly due to inadequate directions per cqa-std-64 and misunderstanding of ¿use interface¿ root cause #2: inadequate procedure(s) either thru diet or usability, which provides minimum instruction for evaluating user interface changes to existing products root cause #3: inadequate design verification testing that failed to evaluate functionality in all use cases (both connector orientations) and all affected products (neonatal pads were not tested). The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient's body temperature dropped to 32.8 while the target body temperature was 33.5 during use, but the water temperature did not rise. The pad used was a cooling pad for newborn babies and additional general-purpose type with a flow rate of 0.5 l/min, so it was determined that the heater was not turned on. The user tried removing and replacing the pad, but there was no improvement. The flow rate was normalized when the pad was replaced with an unused pad for an adult. Since there were no pads for newborn babies in stock, the pad for adults was placed on the bed and continued to be used.